Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was periumbilical abdominal pain and postoperative diagnosis was periumbilical abdominal pain, plus recurrent incarcerated incisional. The procedure performed was a diagnostic laparoscopy, removal of peritoneal hernia and implantation of mesh. On (B)(6) 2016 -the patient underwent a previous procedure for a repair of indirect left inguinal hernia with medium patch, repair of ventral incisional hernia with retrorectus inlay and muscle advancement flaps for treatment of diastasis. Approximately one-year after the mesh implantation on (B)(6) 2016, he underwent mesh explantation as well as mesh implantation. The pre-op and post-op diagnosis was left inguinal hernia and ventral incisional hernia within an area of prominent diastasis recti. The patient experienced adhesions, mesh folding, mesh removal, meshoma/balling, and revision. Abdominal pain and sensation of bowels being restricted. CT showed firm mass in epigastrium and inflammation around mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was periumbilical abdominal pain and postoperative diagnosis was periumbilical abdominal pain, plus recurrent incarcerated incisional. The procedure performed was a diagnostic laparoscopy, removal of peritoneal hernia and implantation of mesh. On (B)(6) 2016 -the patient underwent a previous procedure for a repair of indirect left inguinal hernia with medium patch, repair of ventral incisional hernia with retrorectus inlay and muscle advancement flaps for treatment of diastasis. Approximately one-year after the mesh implantation on (B)(6) 2016, the patient underwent mesh explantation as well as mesh implantation. The pre-op and post-op diagnosis was left inguinal hernia and ventral incisional hernia within an area of prominent diastasis recti. The patient experienced adhesions, mesh folding, mesh removal, meshoma/balling, and revision. Abdominal pain and sensation of bowels being restricted. CT showed firm mass in epigastrium and inflammation around mesh. Complications post pelvitex implant are in 2010: dyspareunia, noted to have a 3-mm area of mesh exposure in the midline. Revision of the sling mesh with vaginoplasty was recommended. Mesh revision (coloplast t-sling) surgery: in 2010 patient underwent revision of suburethral sling with vaginoplasty, cystoscopy for mesh exposure following previous transvaginal suburethral sling under IV sedation with local anesthesia. As per the available medical records, patient did not undergo revision of pelvitex mesh, however simultaneously placed coloplast mesh was revised on (B)(6) 2010, following mesh revision surgery, she developed complications such as erosion on (B)(6) 2010 that required additional surgery. Additional mesh revision (coloplast t-sling) surgery: (B)(6) 2010: underwent vaginal mesh excision for vaginal mesh suburethral sling erosion under general laryngeal mask airway anesthesia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. New information shows that the product within this report did not contribute to the reported issue. No further reports will be sent for this product event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.